Event description:
It was reported that the bd nexiva¿ closed IV catheter system needle was difficult to disengage during use. The following information was provided by the initial reporter, translated from japanese: "the customer reported about the failure to decouple the needle."

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Manufacturer narrative:
H.6. Investigation summary: our quality engineer inspected the sample and photographs submitted for evaluation. Bd received one unsealed 22ga x 1.00 in. Nexiva unit and two photographs. Through the visual inspection, a bent needle was observed. The device was successfully decoupled therefore the reported issue of "failure to decouple" is not confirmed. The report is confirmed for the needle being bent. A bent needle may occur if the package is incorrectly opened, however there was no damage to the packaging provided with the sample. Based on the damage of the needle and the location of the bend (near the tip), it is unlikely that this took place in the user environment as it would take excessive force to bend the needle that significantly. This was physical/mechanical evidence to confirm and support a manufacturing process related issue for the reported defect relating to a gripper misalignment. A device history record review could not be performed as the top web label was not returned for evaluation. H3 other text : see h.10.

Event description:
It was reported that the bd nexiva¿ closed IV catheter system needle was difficult to disengage during use. The following information was provided by the initial reporter, translated from japanese: "the customer reported about the failure to decouple the needle."